Event description:
It was reported that the device speed was unstable. A rotalink advancer was selected for use. During the procedure, it was noted that the speed of the advancer was not stable. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotalink advancer unit. The advancer and handshake connection were microscopically and visually examined. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device speed was unstable. A rotalink advancer was selected for use. During the procedure, it was noted that the speed of the advancer was not stable. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.